Event description:
An optometrist reported that a pt underwent bilateral lasik. At the five day post-op visit, the pt was diagnosed with stage 1 diffuse lamellar keratitis (dlk) in both eyes. The pt did not report discomfort, nor any visual difficulties. The steroid drop was increased from four times per day to six times per day. Per follow up phone call with the reporter, the dlk had cleared with treatment and the vision is 20/20. This report concerns the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).